Manufacturer narrative:
Block b3: exact date unknown, event occurred over the weekend prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7282751, UDI: (B)(4).

Event description:
It was reported that the patient was in a middle trial was experiencing undesired sensation due to unnecessary movement. Back and foot pain were noted. The physician believed it was not stimulation related. The patient underwent a spinal cord stimulation (scs) lead pull. The explanted leads were discarded by the facility.